Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused kidney and liver damage. The patient did not report to receive any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused to have kidney and liver damage,type-2 diabetic with severe sleep apnea and hyper tension.patient's wife also stated that his ferritin levels have been increasing over the years and is now at the 800 level.the patient did not report to receive any medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 hypertension was not updated in previous MDR,now it is corrected and updated in this report.

Manufacturer narrative:
Additional information was received on oct 03, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to have kidney and liver damage, type-2 diabetic with severe sleep apnea and hypertension. Patient's wife also stated that his ferrtin level have been increasing over the years and is now at the 800 level. He is under medication for continued high blood pressure. His machine is not working and many times he smells/inhales what we believe is a toxic odor and believe that the use of this. The patient did not report to receive any medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacture observed an unknown black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. From secondary findings, manufacturer observed ui (users interface) knob broken, sd card cover missing. The air outlet port had dust-like contamination in it. Tan dust-like contamination at the air inlet. Dust-like contamination is spread out on the top of the pca (printed circuit assembly), top of the blower box and throughout the bottom of the enclosure, on top of the blower motor, in the bottom of the blower box. Potential fluid spots in blower box and blower motor indicating possible water ingress. Air inlet seal had yellowed and had dust-like contamination on it. Manufacturer can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. Evidence of sound abatement foam degradation/breakdown observed. The manufacturer was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 24 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was evidence of sound abatement foam degradation. The manufacturer confirmed the presence of dust/dirt contamination in the airpath and unable to address the patient's symptoms. Sections d8, d9, h2, h3 and h6 has been updated in this report.